Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 250cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is a sample available for eval.

Manufacturer narrative:
Medical records received and reviewed. No additional pertinent info available. The device was returned to the manufacturer for physical eval and the failure mode is confirmed with returned product. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.